Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the sagittal saw attachment device thread saw coupling was stripped, the clamp screw and swing head were defective and the pusher was jammed. It was also observed that the output test could not be performed completely due to the tool not able to be mounted and the clamp screw was defective. It was further determined that the device failed pre-tests for check proper function of the trigger, check the saw head¿s locking mechanism and check the saw blade coupling. It was reported in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.